Manufacturer narrative:
Patient medications: amlodipine, iron supplement, metoprolol succinate. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: (B)(4). The gore® excluder® aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture).

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient had very tortuous iliac arteries and a tortuous aortic neck. It was reported that after the physician implanted and ballooned the right common iliac artery, the patient¿s blood pressure dropped. While taking the final angio-gram it was discovered the right common iliac artery had ruptured at the hypogastric artery junction. The physician implanted three additional gore® excluder® devices to repair the rupture. There was internal blood loss that required six units of blood transfusion. The aneurysm was excluded and the patient tolerated the procedure.